Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they ended up with periodontal disease and had to get a tooth pulled as well due to the aligners.